Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01259.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod coils and lantern delivery microcatheter (lantern). During the procedure, while advancing a pod6 into the target vessel, the pod6 was not taking its intended shape and was pushing the lantern out of the vessel. Therefore, the pod6 was removed and re-sheathed. After removal, the hospital technician attempted to advance the pod6 into a heparinized saline to rinse it; however, the pusher assembly of the pod6 was inadvertently kinked and the pod6 detached from its pusher assembly. Next, the physician attempted to advance and place a pod10 at the top of the vessel; however, the pod10 was not taking its intended shape and was kicking the lantern out. It was reported that the top of the vessel was measured approximately nine millimeters. The physician, therefore, decided to remove and re-sheath the pod10. While retracting the pod10, the hospital technician experienced resistance and the pod10 unintentionally detached inside of the lantern. Therefore, the lantern containing the detached pod10 was removed. The procedure was completed using vascular graft. There was no report of an adverse effect to the patient.